Event description:
Per the clinic, the patient experienced meningitis (treatment unknown). The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on march 17, 2022.

Manufacturer narrative:
Device analysis report attached.